Manufacturer narrative:
Complaint (B)(4). Received 3pc 454322/b19063fn for evaluation. Samples were visually inspected. Tubes were verified to be correctly assembled. No visual deviations were noted: no visible cracks or damage to the tubes which would cause leaking between inner and outer tubes was observed. Production and quality documentation were reviewed and no issues that would match the alleged failures were found. Samples were tested, according to gbo standard testing procedures, with regards to level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The complaint cannot be confirmed.

Event description:
Customer states the inner tube is "cracked" and allowed leakage. Customer claims lab results greatly affected.